Event description:
It was reported that during a stent treatment procedure, stent damage occurred. Following deployment of the 3.5x8mm promus element stent it was noted that the stent was deformed. The deformed stent was post-dilated and post-ivus revealed a "satisfactory" implantation. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).